Event description:
Caller reported that the cartridge was not fitting properly into the pump, which was attributed to an o-ring on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. Customer removed the o-ring and cleaned the area based on instructions from technical support, and successfully resumed insulin therapy after reloading the cartridge.